Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to a pinhole on the distal end, water tightness was lost. Adhesive around objective lens was peeled. Adhesive on the distal end was chipped. Switch1 had discoloration. The video connector had a crack. The video connector case was deformed, and the light guide-cover glass was scratched. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation concluded that it is probable that the defect was caused by stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, air / water leakage of the endoeye flex deflectable videoscope. Upon inspection and testing of the returned device, it was observed that the adhesion of the objective lens was peeling. There was no patient harm. This report is being submitted for the event found during evaluation. There was no patient involvement.